Manufacturer narrative:
Concomitant medical products: product ID 306001 lot# unknown. Product type: screening device product ID 306001 lot# unknown. Product type screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. Product ID: 306001, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence, urgency frequency. It was noted that the patient¿s trial started on (B)(6) 2021. It was reported that the patient believes their leads have moved because they no longer feel stimulation vaginally, they are feeling it in their rectum. They were advised that is a normal place to feel stimulation and to please follow up with their clinician's office for further assistance in finding out if the leads had moved.